Event description:
It was reported the device didn't turn on properly. The device was returned for trade-in. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis also found the upper case, lower case, bail cover, and main seal were broken and contaminated. Battery release, ring cover, heat block, lead flex cover, battery release o-ring, battery drawer, and battery flex were contaminated. Battery contacts were compressed and contaminated and the keyboard was torn, scratched, and contaminated. (B)(4).